Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor. The customer's blood glucose was 6.7 mmol/l at the time of incident. Troubleshooting was performed. It was reported that the insulin pump was unable to completely rewind. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.